Event description:
Makoplasty knee arthroscopy was cancelled by the physician and rescheduled to a later date due to a camera connection error between the camera and the robotic arm.

Manufacturer narrative:
The malfunction occurred prior to the use of the mako (B)(4) product; the surgeon chose to reschedule the procedure. Evaluation of the system indicated that there was an initial camera connection error that started the event. Probable cause of the initial event was a loose fit on the camera hybrid cable connection and the fiber optic converter was receiving power intermittently which caused and error. The rio has been serviced and is in operable condition.